Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed successfully and restored the device. The device exhibited false premature elective replacement indicator and the message was cleared. The patient was doing well and would continue to be monitored with routine follow up.